Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that screwdrivers broke . Surgical delay unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that screwdrivers broke as well the reclaim case. Surgical delay unknown. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned item found the hex swivel tip broken off at the assembly point, where the tip and shaft engage. The broken fragment was not returned. Potential cause can be attributed to unintended use error by applying excessive fore beyond the swivel angle range of motion, causing excessive load on the swivel tip and subsequent breakage. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset tprd hex scdr cardan would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a0904) provided is not a valid finished goods.